Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not determine this lead performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. (B)(6) 2015; on (B)(6) 2015, ventricular sensing integrity counts up to 69; 1 vt-ns episode collected with evidence of lead noise oversensing. (B)(6) 2015; rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate nst episodes. (B)(4).

Event description:
It was reported that at a device follow up, the right ventricular (rv) lead exhibited episodes of noise. The lead is scheduled to be extracted and replaced. No patient complications have been reported as a result of this event.